Event description:
During a pulse field ablation procedure, a farawave catheter was selected for use. After completing ablation in the right superior pulmonary vein (rspv), the physician attempted to retract the guidewire into the catheter. However, the guidewire was stuck and could not be pulled in. After some attempts to manipulate the deployment slider, the wire remained immobile. As a result, the physician removed the entire system from the patient. Even after removal, the guidewire could not be separated from the catheter on the table. The catheter was replaced, and the procedure was completed without further complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.